Event description:
Related manufacturer report number 2017865-2022-22734 . It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricular (rv) lead and the right atrial (ra) lead. The rv lead and the ra lead were explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in one piece. Two external insulation abrasions were observed proximal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to the exposure of the outer coil at the abrasion zones which is consistent with friction to the device can.